Event description:
It was reported that during an idiopathic vt ablation procedure, while performing an ablation in the right ventricular outflow tract, a steam pop was heard and the catheter was removed. Soon, after this, the patient became hypotensive. Dopamine was given and fluoroscopy was used to observe heart wall motion. The motion seemed restricted and a pericardiocentesis was performed. Approximately 100 cc of fluid were removed from the pericardial space. The patient was stabilized and admitted for observation for 2 extra days. The patient was discharged and reported as fully recovered with good prognosis. The physician opinion regarding the causality of the event was procedure related. The reporter stated that the ablation lasted a total of 67 seconds with power being titrated from 20 watts to a maximum of 40 watts. Impedance did not appear to rise prior to the pop being heard.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the product analysis investigation is completed. Concomitant products: stockert 70 system us: catalog #: s7001, serial #: (B)(4); carto 3 system us: catalog #: fg540000, serial #: (B)(4); webster 4 pole us: catalog #: d6dr252rt, lot #: 15670873m. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that, while performing an ablation in the right ventricular outflow tract, a steam pop was heard the catheter was removed. Soon, after this, the patient became hypotensive and pericardiocentesis was performed. Upon receipt, the catheter was visually inspected and it was found that the tip had char. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The customer complaint cannot be confirmed, also upon receiving char was observed, however, since the catheter passed specifications the root cause of the steam pop and char remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.